Manufacturer narrative:
H4: the lot was manufactured between november 3-11, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on both the samples. No particulate matter was observed in the actual returned sample or the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: manufacturing date UDI is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clear particulate was observed in an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This occurred during visual inspection prior to patient use. There was no patient involvement. No additional information is available.